Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ins.

Event description:
Follow-up identified the patient's ipg was confirmed to be inoperable. Surgical intervention is planned to address the issue.

Event description:
It was reported that the patient now has effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient reported having seen an error message on the programmer indicating end of service. An abbott representative will meet with the patient to evaluate the ipg.